Event description:
I had mom tha on (B)(6) 2009 of the right hip and mom tha on (B)(6) 2010 of the left hip. On (B)(6) 2010, I experienced significant pain while weight bearing in my left leg/hip. An ultrasound and blood tests were completed in (B)(6) 2011. An effusion was noted on the ultrasound of the left hip. Cramping has occurred in the right thigh since 2009/2010. Blood work has been conducted at least annually to track co and cr levels. Mris were conducted in 2016 and 2018 and an effusion was detected in 2018 on the MRI of the right hip. Co levels are in the high risk range and cr levels are in the upper moderate risk range. Current symptoms include pain when lying on the right side and decreased strength in the right hip. Bilateral hip revision surgery is scheduled for (B)(6) 2019.